Event description:
Reporter alleged discrepant blood glucose values when testing at the doctor's office. Customer stated doctor's meter measured 105 mg/dl compared to the cutomer's meter reading of 196 mg/dl when testing was performed <10 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.